Event description:
It was reported to philips the device stayed in charge mode on the third shock attempt and did not deliver the third shock. This was the second heartstart xl defibrillator used during this event; the first heartstart xl defibrillator is addressed in pr (B)(4). A third defibrillator was used to successfully shock the patient, however, the patient died. Multiple requests were made for additional patient/procedure information, however, no additional details were received. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No ECG monitoring strips or case event files were provided to philips for review. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips the device stayed in charge mode on the third shock attempt and did not deliver the third shock. The patient died. Additional details have been requested. This was the second heartstart xl defibrillator used during this event; the first heartstart xl defibrillator is addressed in (B)(4).